Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was tested for proper upstream occlusion detection and was found to properly detect an upstream occlusion. The event history log review was performed. The customer reported that the issue occurred while infusing norepinephrine at 3mcg/kg/min ¿ 290ml/hr and events matching the customer-reported parameters are recorded in the history log on the reported event date. There were no abnormalities noted in the log, but cannot determine the condition of the IV bag/set or pump setup through history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Spectrum iq operator's manual, cautions, "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts." The pump's dose error reduction system (ders) is described and includes a primary flow check for error prevention. A screen displays at the start of the infusion and the clinician must make sure that: all clamps are open, there are no kinks in the tubing that might prevent flow, and drops are flowing in the drip chamber. The screen requires user response via a key press. The specific IV set used was not identified by the customer, however the following warnings may be found in the compatible baxter IV sets list: "partially occluded filters can cause air-in-line, upstream occlusion or downstream occlusion alarms or negatively affect flow rate accuracy." And "rigid unvented containers used with unvented sets or vented sets with vent closed, will cause upstream occlusions that may not be detected by the infusion pump." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event was submitted through a user facility medwatch: mw5103732. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of norepinephrine for a hypotensive (hemodynamic instability) episode using a spectrum iq infusion pump, the medication did not adequately infuse. This event occurred in the intensive care unit and the norepinephrine was infusing at 3mcg/kg/min ¿ 290ml/hr. It was reported the pump did not generate an alarm when it created a suction event from the tubing/bag, drip chamber, resulting in no medication being infused to the patient for almost 30 minutes. The patient became tachycardic with supraventricular tachycardia rhythm that required synchronized cardioversion and low blood pressure. A new bag was spiked for infusion; however it was not spiked all the way making the infusion to not flow. The patient was treated with an intravenous push of epinephrine and an epinephrine drip was started to achieve hemodynamic stability. The patient was resuscitated and remained hospitalized. No additional information is available.